Event description:
A nurse reported that during a patient's laparoscopic appendectomy, the end of the surgical instrument broke off inside the patient. The surgeon was able to remove the piece of the instrument that was broken. An x-ray was performed to ensure that there were no other pieces remaining inside the patient.